Event description:
Event description guidant received information that the patient with this pacemaker went to the ER. The patient had a heart rate of 48 bpm in the ambulance. The local representative checked the device and found intermittent ventricular capture at maximum outputs. The r-wave amplitudes have dropped from 9.7 to 3.0mv. The lead impedances are stable and a chest x-ray looks normal. Technical services advised to suspect possible. Subsequently, additional information was received stating that this lead was removed from service for an unknown reason. No adverse patient effects reported.

Event description:
--

Manufacturer narrative:
The patient was scheduled for a lead revision the following day, but refused when she found out that her doctor was out of town and would not be doing the procedure. She was discharged home and will be followed up in the office to be reevaluated by her doctor. The lead was later repositioned to successfully address the issues. The patient is doing well. No further information available. This event will be reopened should more information be made available. This lead has been removed from service and is currently undergoing analysis. Should additional information be received this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the lead was returned severed at 43 cm from the terminal pin as mentioned in the clinical observations. Both lead segments were subject to direct current resistance testing and passed on all paths, verifying the lead's electrical performance was intact. No further testing was performed analysis could not confirm the clinical allegations observed in the field.

Event description:
Additional information received states that a portion of the lead was surgically abandoned.

Event description:
Event description guidant received information that the patient with this pacemaker went to the ER. The patient had a heart rate of 48 bpm in the ambulance. The local representative checked the device and found intermittent ventricular capture at maximum outputs. The r-wave amplitudes have dropped from 9.7 to 3.0mv. The lead impedances are stable and a chest x-ray looks normal. Technical services advised to suspect possible microdislodgement.